Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: one photo of material no. 10015861a was submitted for quality investigation. The customer complaint of tubing defective/damaged was confirmed by visual inspection of the photo received. Evaluation of the photo submitted shows that there is damage to the silicone tubing at the location of the union between the silicone tubing and upper pumping segment fitting. A device history record review for model 10015861a lot number 22055408 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 06may2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause for the issue seen in this complaint could not be fully determined due to the sample not being provided. Based on similar investigations, the probable root cause of the damage seen in this complaint is a misloading of the upper pumping segment. Improper loading of the pumping segment into the alaris pump can cause the damage seen in photo provided. This incident has been added to our database of reported incidents.

Event description:
It was reported that the bd alaris pump module smartsite low sorbing infusion set experienced defective tubing. The following information was provided by the initial reporter: the scenario was that the tubing set began to leak. The tubing set was initially primed and started infusing without issue. The patient called the rn into the room after her pump started alarming ¿air in line¿. Air bubbles were noticed in the line below the pump almost to the patient connection. When the channel was opened hazardous drug began spilling onto the floor and got on the patient¿s hand. There was a hole noted in the tubing in the stretchy pumping segment of the tubing set. The drug that was infusion was paclitaxel.